Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter, ubd: 26-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown drug via an implantable pump. The indication for use was not provided. It was reported the patient's infusion system was removed on (B)(6) 2018 due to symptoms of infection. The patient was self medicating with a steroid prescription which the physician was not aware of at the time of implant on (B)(6) 2018. The devices were discarded. The system was not replaced. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was alive - no injury. No further information was known and no further complications were reported or anticipated.